Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that an (B)(6) patient developed a weeping rash on his back under the therapy electrodes. The patient has a history of eczema. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed cortisone cream for the irritation. Follow up indicated that the cream helped the skin irritation to improve.